Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during the aquablation procedure while inserting the aquabeam handpiece "e22 - motorpack error", "e31- motorpack error", and "e50- console error" messages were generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue without success. A second handpiece was used and the aquablation procedure was successfully completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Visual inspection revealed that the handpiece's bottom shell and upper shell were splitting. Additionally, the z-position was observed to be above the 70mm position as well as the shell prodtruding out on the handpiece-motorpack interface. The handpiece was deconstructed and viewed under magnification. Signs of fluid ingress was observed on the sensor board comparators, which confirmed the reported event. The root cause of the reported error is fluid ingress; however, the cause of the fluid ingress is undeterminable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c01671 was conducted, which confirmed that there was one (1) non-conformance issues to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were segregated and reworked to address the non-conformance. The handpiece passed final inspection prior to release for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E31 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 - console error release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.